Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the monopolar curved scissors (mcs) instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient event date and product information.

Event description:
It was reported that during a unspecified da vinci-assisted procedure, the patient sustained a minor burn to the cecum at the site of the monopolar curved scissor (mcs) port. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.